Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they did not know the date of the fall or when they first noticed there was a problem. The patient noted that they just remembered feeling a shocking sensation around the waist and that the ins was replaced on 2017-(B)(6) due to the fall. No further complications were reported or were expected

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the fall was that the patient was moving backwards when their knee locked up and they fell flat on their buttocks. The patient shut off their device in order to resolve the shocking. The issue is resolved at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Stimulation was interpreted to be off before the following event occurred and the following is considered a sudden change in therapy /symptoms. Patient reported falling and landing right on their buttocks. After a few days, they turned stimulation back on and it shocked them down their legs. They turned stimulation off and then tried again the next day, but it shocked them again. Patient reported the shocking to their doctor and was instructed to contact the device manufacturing company. Healthcare provider (hcp) office needs a manufacture representative (rep) to be in the office. Patient is inquiring what to do. During the call, it was confirmed that therapy was off. Patient is now afraid to turn stimulation back on. Patient will follow up with their healthcare provider (hcp) so they could check the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.